Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead dislodged. It was noted by the physician that at the time of the initial implant about 4 months earlier, the lead was difficult to place due to patient anatomy and high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The helix was distorted due to bending and pulling/stretching/overstress. Visual analysis noted apparent explant damage.